Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the torque handle was found to be out of drawing specification. There was no known patient or hospital involvement. This report is for one (1) torque limiting handle 80in-lb. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary: investigation flow: power tools/calibration. Visual inspection: the torque limiting handle 80 in-lb (p/n: 299704320, lot #: gb107482) was returned and received at us cq. Upon visual inspection, no visual were found with the returned device. Functional test: a functional test was performed at fsl ups lyndhurst, nj site. During torque test, the highest torque of the device measured during calibration testing was 89.72 in-lb which was not within the specified torque range of the device of 77-88. In-lbs as per the manufactured drawing 103030163, rev j. Hence, the torque test failed high. Document/specification review: based on the date of manufacture is reflecting the current and manufactured revision were reviewed. The complaint is confirmed. The device received failed in calibration testing. Hence, confirming the allegation. Investigation conclusion: the complaint condition is confirmed as the torque limiting handle 80 in-lb (p/n: 299704320, lot #: gb107482) failed high in calibration test. There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. The potential cause could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Comments: device history lot; a review of the receiving inspection (ri) for verse 3 in 1 driver, torque wr was conducted identifying that lot number gb107482 was released in a single batch. Batch1: lot qty of (B)(4) units were released on jan 12, 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.